Event description:
Boston scientific received information that the patient with this device suffered from twiddler's syndrome resulting in a lead dislodgement. As a result, a system explant procedure was performed. The physician decided to treat the patient's idiopathic ventricular tachycardia with prescriptive medication. No adverse patient effects were reported as result of this procedure. The lead was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The complete lead was returned, with the gore covering observed to be bunched in several locations. The lead was also noted to be slightly twisted and curled and two cuts were noted in the lead insulation at 260 and 270 mm from the terminal pin and in the suture sleeve. The helix was observed to be retracted with dried body fluid noted in the helix housing. Further testing confirmed the lead to be electrically continuous.